Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a postoperative xen®45 gts event described as "endophthalmitis" and "loss of vision" in the left eye.

Event description:
Healthcare professional reported, a postoperative xen®45 gts event. Described as "endophthalmitis". And "loss of vision" in the left eye.